Manufacturer narrative:
Explant performed and this product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock (ias) due to triple counting. The local representative, working with the physician, attempted system revisions to improve r-wave morphology. Despite repositioning the electrode inferiorly and medially, the autosetup consistently showed inadequate sensing in primary and alternate vectors, and insufficient r-wave amplitude in secondary. The electrode appeared too superior, while the can was subcutaneous and generated noise with any body movement. No vector passed successfully, and the s-ICD system was ultimately turned off. It was also noted that the patient has a cardiac resynchronization therapy pacemaker (crt-p) device. Multiple repositioning attempts of the electrode failed to resolve the issue, leaving the system nonfunctional. The physician is considering alternative options, as no resolution was achieved and the s-ICD system remains turned off for this patient. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock (ias) due to triple counting. The local representative, working with the physician, attempted system revisions to improve r-wave morphology. Despite repositioning the electrode inferiorly and medially, the autosetup consistently showed inadequate sensing in primary and alternate vectors, and insufficient r-wave amplitude in secondary. The electrode appeared too superior, while the can was subcutaneous and generated noise with any body movement. No vector passed successfully, and the s-ICD system was ultimately turned off. It was also noted that the patient has a cardiac resynchronization therapy pacemaker (crt-p) device. Multiple repositioning attempts of the electrode failed to resolve the issue, leaving the system nonfunctional. The physician is considering alternative options, as no resolution was achieved and the s-ICD system remains turned off for this patient. Currently, this product remains in service and no additional adverse patient effects were reported.